Event description:
Device 1 of 3. Ref MFR reports: 1627487-2013-22047 and -22050. It was reported the pt has been experiencing extreme heating while recharging the ipg. It was also reported the pt experiences overstimulation in his legs and back. A replacement charging system was sent to the pt, but did not resolve the issue. On 08/01/2012 st jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
Correction numbers: 1627487-07262012-002-r. This ipg serial number was included in a field correction. This ipg serial number was included in a field advisory. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.